Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3 - device evaluated by manufacturer: the jetstream device xc-2.4 was received by boston scientific for analysis. No guidewire was returned. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. The functionality of the device was checked by setting up the product per the instructions for use (IFU). A .014 test thruway guidewire was inserted into the device. The wire was captured in the gard. The device primed as designed. The device was activated, and the blades did spin as designed. No guidewire movement was noticed during running the device. The devices tip was moved along the guidewire and the guidewire at the gard did elongate as designed when the device is moved along the wire. The device was functionally tested for a period of 2 minutes with no issues or errors. Inspection of the remainder of the device revealed no damage or irregularities. Per the returned customer information, the wire used was an abbott bare filter wire, which is not approved for this device.

Event description:
It was reported that guidewire positioning issues occurred. The target lesion was in-stent restenosis located in the superficial femoral artery. A jetstream xc atherectomy catheter was in use with a non-boston scientific 300cm guidewire with a filter. Upon activation in blades down mode, the curve of the guidewire decreased and the jetstream catheter was observed to "jump" forward. Activation was stopped; angiography did not show any movement of filter. The physician attempted two more times and both times the wire curve was observed to reduce instead of elongate. The jetstream catheter was removed and another of the same device worked without any issues and procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that guidewire positioning issues occurred. The target lesion was in-stent restenosis located in the superficial femoral artery. A jetstream xc atherectomy catheter was in use with a non-boston scientific 300cm guidewire with a filter. Upon activation in blades down mode, the curve of the guidewire decreased and the jetstream catheter was observed to "jump" forward. Activation was stopped; angiography did not show any movement of filter. The physician attempted two more times and both times the wire curve was observed to reduce instead of elongate. The jetstream catheter was removed and another of the same device worked without any issues and procedure was completed successfully. No patient complications were reported.